Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.

Event description:
(B)(4). This is the same case as report 2134265-2009-05438. The patient was enrolled in (B)(6) 2007. A type v lesion was identified in the right carotid artery. The reference vessel diameter was 8.0mm and the lesion length was 20mm. The percent of stenosis pre-procedure is recorded as 0% as measured via nascet. The target vessel was non-tortuous and there was no calcium present. There was thrombus and dissection present. Ulceration and pseudo-aneurysm were not present. Cerebral protection was provided through the use of the filterwire ex. A 9.0mm/30mm carotid wallstent monorail was delivered and was successfully placed at the intended site. Pta was not performed. Retrieval of the filterwire was difficult as the lesion was located proximal to the ica. No medications were administered during the procedure. Peri-operatively the subject remained symptomatic. A minor stroke was observed. No action was taken. The event resolved with no residual effects. No further data was provided regarding the minor stroke. The procedure was technically successful with successful use of the cerebral protection device. Residual stenosis was 0-29%. Post-procedure, the morphological outcome is reported as the stent being patent with a residual stenosis of 0%. The patient is symptomatic but there were no complications less than 24 hours after the procedure. The patient had a follow up assessment in (B)(6) 2007. The carotid stent was patent and there was 0% residual stenosis. The speech and language function were not normal but were improved as compared to the last visit. The mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. No additional adverse events were reported. No additional follow-up information was provided.